Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. The customer cannot identify the device involved in the event. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a pump experienced a higher incidence of nuisance "upstream occlusion!" Alarms while infusing blood. The customer stated that there was no pt injury.